Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Btb autograft acl reconstruction surgical technique video ref: vid1-001191-en-us

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information was provided on (B)(6) 2025, where it was stated, the patient had a good bone quality, young patient between 20-25 years old. There was small delay in care because the surgeon attempted few times to retrieve the metal debris. It is difficult to indicate exactly duration. No additional anesthesia administered. There were no x-rays available to attach.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/24/2025, it was reported by a distributor via (B)(4) that an ar-1411lp-50 reamer blade broke. This occurred during a acl reconstruction on (B)(6) 2025 when the blade of the low-profile reamer broke during tibial reaming and the piece was not retrieved. The broken piece remained in the patient even after x ray was used to try to retrieve it.